Event description:
An intubated patient was transported to MRI from ICU using a portable vent. The transport vent was set up and they started the transport. They only got 10 feet from the room when they noticed that the blood pressure dropped and the patient became unstable. The team brought the patient back into the room and bagged the patient. The patient was placed back on the room ventilator.